Event description:
A malfunction was reported on the customer's pump, identified by a malfunction code malf 12. There was no adverse impact on the customer¿s blood glucose level. The customer experienced the malfunction multiple times but declined a pump replacement. Technical support assisted with a pump reset, and the malfunction did not recur after the reset. The customer was advised to continue using the pump at their discretion and to contact support if the issue reoccurs or if they decide to opt for a replacement in the future.